Manufacturer narrative:
The baxter technician found the CPR handles were stuck. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on january 4, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician adjusted the CPR handles to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that centrella frame CPR function was not activating. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.